Event description:
Bacterial infection [arthritis bacterial nos] ([knee effusion], [knee pain], [joint inflammation], [knee swelling], [joint lock nos]). Autoimmune disorder [autoimmune disorder]. Literally not able to walk/she can't walk or go up and down stairs/crippled on and off [unable to walk] . Bedridden for several weeks [bedridden] . Upset [feeling sad] . Not able to function at all/she lost so much work/couldn't do anything for several weeks/couldn't take the stairs/stopped running all together [activities of daily living impaired] . Cried my eyes out [crying]. Couldn't stand on feet [difficulty in standing]. Knees were worse [unspecified disorder of knee joint] . Case narrative: initial information received from united states on (B)(4) 2018 regarding an unsolicited valid serious case received from patient (medical practitioner). This case involves a (B)(6) years old female patient who was not able to function at all/she lost so much work/couldn't do anything for several weeks/couldn't take the stairs/stopped running all together, upset, literally not able to walk/she can't walk or go up and down stairs/crippled on and off, bacterial infection, couldn't stand on feet, cried my eyes out, bedridden for several weeks, knees were worse, autoimmune disorder (latency; unknown) while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included basically stiffness and no swelling. Patient stated that before when she would squat and then stand or when she would rise from sitting she would notice the stiffness and patient was somewhat achy needs but could do yoga, swimming, bike and was active and up and down stairs but not comfortably, could ski and go swimming, doing symmetrical exercises and not weight bearing. Patient was a long distance runner, could go dancing before. Patient had one cortisone injection after having physical therapy for a year for a shoulder injury. It was one of the most frightening things patient had ever been through. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started taking hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in both knees (with an unknown batch number) for osteoarthritis with joint space narrowing. Patient was told to sit still and she stated that it was excruciatingly painful getting the injections and especially in the right knee. She stated that they immediately blew up within 5 minutes and that both knees flared. Patient waited it out for 3 hours and then after that she went home and waited it out until the next day and the swelling went down. Patient's knees were not so great over the two weeks. Patient reported that both knees blew up in the office right away and it went down but then two weeks later they blew up again. On an unknown date, when the first time fluid was pulled from the knee (which was excruciating) there was 60 cc/a half of a cup. On (B)(6) 2018 patient had another adverse event where she woke up in the morning, she then stated that it could have been the night before where her knees were swollen to the size of watermelons. Patient had pictures to document it. Patient was a skinny person and she was literally not able to walk (latency: unknown). On the same day, patient went to see the medical doctor who aspirated the knee and prescribed a 4 mg methylprednisolone (medrol dosepak). Patient stated that she started taking the methylprednisolone and on the 4th day she was still completely swollen with stiffness and locking and she can't walk or go up and down stairs and lost so much work because of that. Patient went down on the mg strength of the methylprednisolone, the swelling went back up in knees. Patient told the medical doctor and she was prescribed another methylprednisolone. On (B)(6) 2018 on the report, the fluid that aspirated from patient's knees on (B)(6) 2018 was a negative gram stain and a preliminary negative culture but patient never got the final culture so she doesn't know if anything came out. Patient's red blood cell and white blood cell were normal but had increased polys for which she was told meant that she was fighting a bacterial infection (latency: unknown). Patient had negative crystals on the report as well. Patient could not walk for 3 weeks and lost 3 weeks of work. Patient was crippled on and off, bedridden for several weeks, was carried and couldn't stand on my feet (latency: unknown). Patient cried the eyes out and didn't know what happened (latency: unknown). The knees were worse (latency: unknown) than patient ever had before this. Patient couldn't do anything for several weeks after getting the injections. Patient reported that the second time, the physician couldn't pull anything out of the knee and that all the tissues were inflamed. Patient reported that it wasn't because of the recall and the reaction was not because of the technique. The physician thought that maybe patient had autoimmune disorder or had latent reaction to lyme disease and patient thought that it had nothing to do with it. Patient thought that there was problem in the new batches like in the recalled. Patient was advised to see infectious disease specialist and patient thought she did not had an infectious disease. On (B)(6) 2018 (last night) patient blew up again and she was going to get started on mitigare and meloxicam today because she was in a crisis and even though she doesn't have gout or any crystals. Patient saw a rheumatologist today. Today ((B)(6) 2018), the rheumatologist told her to go back to orthopedic surgeon to retest the fluid in both knees and that maybe she should receive corticosteroids in both knees but patient doesn't want to do that. Patient reported that this allergic reaction has baffled them and that they have seen blow ups before but never to this degree and this extent. Patient was beside herself and upset that she was not able to function at all (latency: unknown). Patient stated she has never had fluid all over her knees and that they are golf ball sized and she can't walk. Patient will go on monday to have fluid withdrawn. Patient said that the events had ruined the entire month of october and november for patient's practice and the year was shot because of this. Patient stopped running all together and couldn't take the stairs. Patient's physician stated that sometimes the synvisc gets into the synovial membrane which could cause a systemic reaction, but patient said she didn't had a systemic reaction. Patient was crippled because both knees swelled up. Patient had to go on prednisone twice and it didn't help at all. Nothing was working to help the symptoms. Patient was put on cortisone injections and didn't want to do that but nothing else was working. Relevant laboratory test results included: aspiration joint - on (B)(6) 2018: increased polys unk final diagnosis was not able to function at all/she lost so much work/couldn't do anything for several weeks/couldn't take the stairs/stopped running all together, upset, literally not able to walk/she can't walk or go up and down stairs/crippled on and off, bacterial infection, couldn't stand on feet, cried my eyes out, bedridden for several weeks, knees were worse. Corrective treatment: aspiration, cortisone, methylprednisolone for bacterial infection; not reported for rest of the events. Outcome: unknown for all events. Seriousness criteria: intervention required and medically significant for bacterial infection; disability for literally not able to walk/she can't walk or go up and down stairs/crippled on and off and bedridden for several weeks; medically significant for autoimmune disorder a product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one; batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 19-nov-2018. Gptc number added and results were updated for the same. Additional information was received on 30-nov-2018 from patient. Medical history was updated. Events of couldn't stand on feet, cried my eyes out, bedridden for several weeks, knees were worse were added with details. Corrective treatment for bacterial infection was updated. Verbatim of event literally not able to walk/she can't walk or go up and down stairs was updated to literally not able to walk/she can't walk or go up and down stairs/crippled on and off, not able to function at all/she lost so much work/couldn't do anything for several weeks was updated to not able to function at all/she lost so much work/couldn't do anything for several weeks/couldn't take the stairs/stopped running all together. Seriousness criteria was updated. Clinical course updated. Text amended accordingly.